Event description:
A patient sample generated a wbc result of 41.0 k/ul on the cell-dyn 1800 analyzer. The sample was repeated three times, generating the same results. The wbc result was reported and questioned by the physician. Another sample was obtained the following day and yielded a wbc result of 6.4 k/ul. The original sample was retested and also generated a wbc result of 6.4 k/ul. Field service was dispatched to inspect and service the instrument. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation (B)(4): other, dirty aperture plates and worn silicone tubing (s2). Discrepant white blood cell results were generated for a patient sample with cell-dyn 1800 analyzer, (B)(4). In response to this issue an investigation was initiated which included a review of the complaint text, a search for similar complaints, and a review of labeling. A field service representative (fsr) was dispatched to the customer location to service the cell-dyn 1800 analyzer. The fsr replaced worn silicone tubing (s2) and the sample syringe. Additionally, the fsr found the aperture plates were dirty and performed a cleaning procedure. The fsr ran precision and controls, and confirmed the instrument was performing within specifications. A review of the complaint trending systems for the period (B)(4) 2007 through (B)(4) 2008, did not indicate any adverse trend for the cell-dyn 1800, list number 7h77-01, for the reported issue. The cell-dyn 1800 system operator's manual, revision e, under section 10, troubleshooting and diagnostics, pages 10-13, provides information to assist in problem identification, isolation, and corrective actions. Section 9, preventive maintenance schedule, page 9-3 indicates that replacement/cleaning of syringes or aperture places are as required procedures. Section 9, as-required maintenance, page 9-43, provides cleaning instructions for the aperture plates. Section 9, as-required maintenance, page 9-69, provides replacement instructions for syringes. Based on the investigation, no product issue was identified for the cell-dyn 1800, (B)(4). This is the final report.

Manufacturer narrative:
(B)(4). Incorrect explanation of evaluation code of other given on previous follow-up report. Evaluation (B)(4): other, dirty aperture plates and worn silicone tubing (s2) on the cell-dyn 1800 analyzer. This is the final report.